Event description:
The manufacturer received information alleging a ventilator failed testing. There was no harm or injury reported. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator failed testing. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device's system board, active exhalation control module and machine flow sensor were replaced to address the issue. The replaced components were returned to the manufactutrer's product investigation laboratory for evaluation. The replaced components passed all testing and were found to operate as designed.